Manufacturer narrative:
Product ID: 3889-28, lot# va0tmkd, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp reported that the manufacturer representative (rep) had been notified of the event but did not specify the date of notification. In response to the inquiry of status of the lead segment that had been explanted and the ins, the hcp replied that they had been discarded at the time of explant. In response to the inquiry of if explant of the partial component had occurred or had been scheduled and the status of the lead portion that had not been explanted, the hcp replied ¿n/a,¿ (not applicable). There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va0tmkd, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-mar-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said they were unable to completely remove the lead during the explant procedure. They added that they made an additional 3" incision and dissected down, but they were still unable to remove the electrodes. The caller was inquiring about MRI. As a result of what was reported, the hcp was sent an educational brief and was redirected toward medical affairs (ma) for further information on MRI and lead fragments. No patient symptoms were reported and no further complications have been reported as a result of this event.